Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would intermittently not respond to button presses. As a result, defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device would intermittently not respond to button presses. As a result, defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The root cause of the reported issue could not be determined. The customer declined the repairs, therefore the device was returned to the customer unrepaired.